Manufacturer narrative:
Device evaluation: the zebd-7-7 device of lot number c1695483 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Document review prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-7 of lot number c1695483 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1695483. It should be noted that the instructions for use (ifu0045-7) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest the user did not follow the IFU. Image review ¿ n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to kinking as the stent was straightened while being loaded onto the wire guide. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When the user was advancing zebd-7-7/lot c1695483 over a wire guide, the stent kinked and the wire did not pass through the pig tail part. Another zebd-7-7 was used instead. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the user was advancing zebd-7-7/lot c1695483 over a wire guide, the stent kinked and the wire did not pass through the pig tail part. Another zebd-7-7 was used instead.